Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and was not detected on the communication bus due to no lights on either board. A field service engineer tried to manually open the drawer and found the solenoid was stuck. Replaced the solenoid and both boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 5 had a smell of melted plastic, and all pockets in this drawer failed, preventing users from accessing medication for patients. This incident caused a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02sep2024, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. Confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that drawer 5 failed and off bus. Opened back and found no lights on either board. When fse tried to manually open found solenoid was stuck. Replaced solenoid and both boards and tested. Tested in diagnostics and application. During dchu visual inspection: p/n 151903 01: received with a broken inductor and a damaged switch. P/n 151622 01: received with no signs of physical damage, missing components, or fluid ingress. P/n 119879 01: received with signs of thermal damage as discoloration on the foil cover of the copper coil, indicating presence of overheating. During dchu testing: p/n 151903 01: due to physical damage, no testing could be performed. P/n 151622 01: dmm testing indicated bad board components, and no further testing was deemed necessary. P/n 119879 01: due to thermal evidence on solenoid, no testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 had a smell of melted plastic, and all pockets in this drawer failed, preventing users from accessing medication for patients. As per part investigation, it was determined that solenoid was stuck. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.